Manufacturer narrative:
The customer contacted the customer care solution center (ccsc) for remote troubleshooting support. The customer did not provide the date of the death. The customer did not allege that any philips product was a factor in the death of the patient. No logs were provided. It was determined that the customer simply wanted to know if data was still retrievable however it was noted that the customer had discharged the patient without saving the data therefore there was no data that could be retrieved. No malfunction occurred. This was a use related issue without allegation that the product was a factor.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with a request for assistance with the retrieval of retrospective data after a patient death occurred. The customer stated that a patient death occurred but did not report the date of death or indicate in what way the product may have been involved.